Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced ventricular arrhythmia with a "possible" relationship to the impella cp device. The patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During index- rhythm change, sustained ventricular tachycardia (vt) was observed. The patient was shocked with 100-joules and returned to intrinsic-paced rhythm. However, the ventricular tachycardia returned. The patient was shocked with 120 joules, returned to rhythm and amiodarone IV administered. Vt was noted again requiring therapy. The patient returned to sinus rhythm and no additional vt episodes thereafter. The event was noted as "resolved" and the patient recovered with no sequelae.